Event description:
It was reported that during a lap low anterior resection, a teardrop-shaped clip was formed. The device was used on the blood vessel. The device was used as-is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.